Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a shutter error during an operation. The operation was completed by exiting and re-entering. No harm to the patient was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit, the field service engineer (fse) tested the system and performed system verification as per service installation record (sir). According to the gathered information from the fse, the reported issue will be fixed with a software upgrade. This is a known software bug with this software version. Root cause could be identified as a software bug. The manufacturer internal reference number is: (B)(4).